Event description:
Customer reported the 840 ventilator is inoperable. There was no pt involvement. Covidien technical support engineer (tse) recommended to run extended self test (est) and run ventilator on test lung for 48 hours. Covidien not authorized to evaluate the device.